Event description:
There was an allegation of questionable elecsys troponin hs t assay results for 1 patient on a cobas e 801 analytical unit. The customer questioned the high troponin results as they do not match the patient's clinical picture. On (B)(6) 2024, the patient had an initial troponin result of 640 ng/l. On (B)(6) 2024, the patient had a new sample collected and the troponin result was 591 ng/l. The patient had another sample collected later the same day and the troponin result was 573 ng/l. On (B)(6) 2024, the patient had a new sample collected and the troponin result was 1250 ng/l. One of the patient samples was sent to another laboratory for testing on a point of care analyzer and the troponin result was 950 ng/l. On (B)(6) 2024, the patient had another sample collected and the troponin result was 3448 ng/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). A patient sample was received for investigation. The investigation is ongoing.

Manufacturer narrative:
Section b7 was updated.

Manufacturer narrative:
Investigations performed with the patient's sample using serum fractionation did not identify the presence of an interfering factor. The measured troponin t value is considered to be a true positive value. The patient presented was under oncological treatment with two immune checkpoint inhibitor (ici) drugs for metastatic lung cancer. The tnths test was used for control to exclude myocarditis which often is associated with this treatment. A high probnp value was detected suggesting a severe heart condition, in line with the elevated troponin t value. The investigation did not identify a product issue.